Event description:
It was reported that during a coronography for diagnosis, the tip of a 4f infiniti catheter separated and migrated in the patient. The physician inserted the probe into the guide in the artery and approximately 2 millimeters of the tip detached in the abdominal aorta. It then migrated because of the arterial flow. The tip eventually stayed in the lumbar artery. Despite several attempts, it was not possible to retrieve the probe because it remained fixed in the lumbar artery. To date, there have been no serious consequences to the patient. The remainder of the product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion updated: it was reported that during a diagnostic procedure, the tip of a 4f infiniti catheter separated and migrated in the patient. The physician inserted the probe into the guide in the artery and approximately 2 millimeters of the tip detached in the abdominal aorta. It then migrated because of the arterial flow. The tip eventually stayed in the lumbar artery. Despite several attempts, it was not possible to retrieve the probe because it remained fixed in the lumbar artery. To date, there have been no serious consequences to the patient. No anomalies were noted when the device was removed from the package. There were no anomalies noted during prep. The infiniti catheter was inserted through the hemostasis valve. While advancing the catheter through the introducer's valve (terumo 4f special radial introducer sheath), the doctor met a resistance especially on the soft tip of the catheter. No excessive torque was needed. There was no resistance while advancing the device over the guidewire. The device did not kink. There was no resistance met while withdrawing the device. There was no tortuosity, no calcification and no stenosis as to the vessels, it was noted that everything looked normal. One non sterile 4f diagnostic catheter was received coiled inside a plastic bag. No separation was observed at the catheter¿s body and intermediate tip fuse point. The catheter was missing the brite tip. The brite tip piece was not received. The intermediate tip is tapered in the distal end of the tip and brite tip remains are present. No additional anomalies were found. Outer diameter (od) near to intermediate tube and brite tip separation were found between specifications. Intermediate tip od was found out of specification. Inner diameter (ID) of fuse point (body-intermediate tip) and ID near to intermediate tip and tip separation were found between specifications. The intermediate tip ID (at 1 cm) was found out of specification. Per the scanning electron microscope (sem) analysis report, "evidence of brite tip remains can be observed on a section of the intermediate tip surface, which suggests a fusion between the brite tip and the intermediate tip. The intermediate tip surface presents evidence of fusion due to the ¿cone down shape¿; this received intermediate tip was compared with a non processed intermediate tip where the ¿cone down shape¿ condition was not present. Elongations can be observed in a section of the intermediate tip; this characteristic suggests possible stretching / pulling until separation. Cutting was discarded as a failure cause since no mechanical surface damage was observed. The exact cause of this separation could not be conclusively determined". A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The tip (brite tip) separation from the catheter body was confirmed. The exact cause of the intermediate tip od and ID below specification could not be conclusively determined; however, as indicated by the sem analysis, it could be attributed to the elongation observed suggesting possible stretching/pulling at the time of the brite tip separation. The exact cause of the separation and could not be conclusively determined; however this issue has been escalated for further investigation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that during a diagnostic procedure, the tip of a 4f infiniti catheter separated and migrated in the patient. The physician inserted the probe into the guide in the artery and approximately 2 millimeters of the tip detached in the abdominal aorta. It then migrated because of the arterial flow. The tip eventually stayed in the lumbar artery. Despite several attempts, it was not possible to retrieve the probe because it remained fixed in the lumbar artery. To date, there have been no serious consequences to the patient. No anomalies were noted when the device was removed from the package. There were no anomalies noted during prep. The infiniti catheter was inserted through the hemostatic valve. While advancing the catheter through the introducer's valve (terumo 4f special radial introducer sheath), the doctor met a resistance especially on the soft tip of the catheter. No excessive torque was needed. There was no resistance while advancing the device over the guidewire. The device did not kink. There was no resistance met while withdrawing the device. There was no tortuosity, no calcification and no stenosis as to the vessels, it was noted that everything looked normal. The product has not been returned for analysis.a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the reported customer complaint of catheter separation could not be confirmed. The IFU precautions to treat all 4fr and smaller catheters with ultimate care. The performance of the product may be impaired if not properly and cautiously handled during. Review of the information suggests advancing the catheter against resistance may have contributed to the reported event there is nothing in the event description or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.